Manufacturer narrative:
Other, other text: returned device was received with 2 small knobs cracked; peep knob is missing, and the front panel is damaged at the top right corner. White and green hoses sent in has no expiration date. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that an over pressure alarm occurred to a smiths medical pneupac parapac plus during testing. The alarm was reported to not stop and that there was no patient involvement. There were no reported adverse effects.